Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle (2230-00-025) would not fit into either rasp guide 2230-10-282 or peripheral drill guide (2230-00-081). This forced the surgeon to use kochers to set the guides which lacked stability while performing surgical steps associated with each piece. This caused 10 minutes of additional surgical time.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.